Manufacturer narrative:
Concomitant medical products: product ID: 9733361, serial/lot #: unknown, ubd: unknown, UDI#: unknown. An update was provided that the site biomed took the side panel off and found the power cord was disconnected from the isolation transformer. The biomed reconnected the cable and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system unexpectedly powered itself off. The site tried to power it back on and tried other known outlets with no resolution. When the site flipped the power switch, not even the light in the power switch came on. Conflicting information was received that the procedure was completed without the navigation system and that the surgery was rescheduled. Clarification was received that the case was aborted midway through the procedure and after anesthesia had been administered. There was no reported impact to patient outcome and there was no reported delay.